Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the graftmaster rx 2.8 x 16 mm covered stent delivery system was used to treat a perforation in the distal right coronary artery caused by another device. It was noted the shaft of the graftmaster was kinked when it was being pushed because of interaction with the calcified anatomy proximal to the target region. A new graftmaster was used to complete the procedure. There were no adverse patient sequela or clinically significant delay. No additional information was provided.